Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis which was delayed, and the diagnosis was completed after the staff bought a mobile c-arm to finish the procedure. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was unable to perform cine. Upon troubleshooting, the rse suggested a system shutdown. The team proceeded with a shutdown and restart, but the message persisted. Further, the rse advised that the issue might be related to system power, potentially involving the rotor control, oil cooler, incoming power, or the power phase alignment. Rse committed to providing further assistance as needed. However, an attempt to retrieve remote logs was unsuccessful at that time. A follow-up checks from the customer revealed that the full system shutdown and restart resolved the issue, as the message did not reappear. The system was then returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to perform cine, impacting imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.